Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Review of this complaint confirmed the event summary code selection. The contribution of the device to the reported event could not be determined as the device was not available for evaluation. The most likely cause for the reported failure can be attributed to user error due to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
It was reported that, during the surgery, when pulling the ar-4500, number1 needle out of meniscus, the peek implant was pulled out as well. The surgery was completed using the products with the same product code. No adverse effect on the patient.